Manufacturer narrative:
Additional narrative: it was reported that the suture was not manipulated to remove memory and not dipped in any solution prior to use. The suture was placed continuous during the procedure. The surgeon opined that the suture delayed the procedure for at least fifteen minutes. The current condition of the patient is uneventful and there is no residual stenosis.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. The samples were visually inspected and were subjected to knot pull testing. All results met the specified quality requirements. No breakage or kinking was observed. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a (B)(4) old baby underwent an aortic stenosis anastomosis procedure on (B)(6) 2016 and suture was used. The suture curled, ripped and snarled during the anastomosis. The surgery was extended from 25 minutes to 45 minutes. It is unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
Upon file review, this medwatch report 2210968-2016-08493 has been updated from serious injury to malfunction reportable. Representative samples were returned for evaluation. The samples were visually inspected and were subjected to knot pull testing. The results met the specified quality requirements. No breakage or kinking was observed. One sample was not possible to dispense the thread out of the zipper as the suture was caught in one tray door of the relay tray.